Manufacturer narrative:
(B)(4).

Event description:
It was reported after the implantable neurostimulator (ins) was placed, the patient's left leg was numb and they were having problems moving it. The ins was turned off but patient was still feeling sensation like it was on. It was noted the patient thought they couldn't move their legs but the reporter stated the patient was moving their legs. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.